Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the pump did not sound an audible alarm tone on the low volume setting. There were no reports of any adverse events while the device was in clinical use.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The device did not sound an audible alarm on the low volume setting. This was due to the piezo alarm.